Manufacturer narrative:
We checked the returned unit and confirmed that the objective prism cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the segment steel braid broken, the remote control button perforated, the lcb distal cover glass cracked, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, the shield cover corroded, the objective gluing missing, the bending rubber leak, and the insertion flexible tube (ift) cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).